Event description:
It has been reported to co that during the procedure the coil of the device separated. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.